Event description:
A report has been received from an end user who has reported receiving his wheelchair in 2007. It worked without incidence until recently when he reported the gears or wheels got stuck while driving across a street when the unit stopped. He was not injured and reportedly a driver got out of their truck and pushed him and the unit safely to his home. Please see additional information received on the incident.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is 5 years old. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The end user has reported the device worked fine for a few years then over time required servicing and replacement of some parts. He voiced concern with the dealer related to calls he had placed for servicing. Of note: the dealer who has been servicing this end users powered wheelchair has been called for additional information. In speaking with the individual who is aware of end user's complaint has reported the issue had been with the joystick and they were under the understanding that the end user was up for a new chair. So instead of putting more money into the old chair for the repairs, they were waiting for his insurance to cover a new one. They were not aware of any stranding issue identified in his complaint.